Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they experienced repeated recoverable faults on arm 3. Tse reviewed the system logs and observed error codes 32098 and 32101 originating from the arm control module (acm) board in the unit. The user continued with the procedure as planned. No known impact or patient consequence was reported.